Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The calibration performed on (B)(6) 2023 was within expectations. All quality control results were within specified ranges. Upon review of the alarm trace, multiple sample clot alarms occurred between (B)(6) 2023 and (B)(6) 2023. The sample clotting time may have been shorter than recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. No units of measure were provided. The patient sample initially resulted in a troponin t value of 178 and this value was reported outside of the laboratory. The doctor questioned the result and requested repeat testing for the patient. A second sample was collected from the patient, resulting in a troponin t value of 4.41. The complained sample was then repeated, resulting in a troponin t value of 4.44.